Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 440 mg/dl at the time of incident. The customer's current blood glucose is 553 mg/dl. Customer¿s other blood glucose level was 652 mg/dl, after giving insulin shots blood glucose was lowered to 293 mg/dl. Customer experienced symptoms such as vomiting. The customer was treated with insulin drip in the hospital. Based on customer report customer did not allege the insulin pump was under delivering. The customer stated that the drive support cap appears to be normal. The customer was wearing the insulin pump during the hospitalization. Customer states reservoir had air bubbles. Customer states approximate size of air bubbles was quarter of a dime. Customer states self test was passed. The insulin pump and reservoir will not be returned for analysis.